Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Unknown biomet internal hex implant/ lot# unknown. Fax number unknown / not provided. PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw fractured in a well seated implant at tooth site #30. The patient is scheduled for screw removal and replacement.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One unknown lb screw was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Only the head of the screw was returned. One unk lb implant remains implanted. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. DHR review could not be completed for the unknown lb screw or unknown lb implant since the lot numbers were not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item/lot number could not be conducted for the unknown lb screw or unknown lb implant since neither the item not lot numbers were known. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. However, based on the investigation, risk file review and IFU, the probable cause is clinician error due to: inadequate treatment planning, excessive torque to place or remove restorative component on implant, placement of devices in a patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.